Event description:
It was reported that a collimator fell during the collimator exchange procedure. Reportedly, during the unloading of the collimators from the detector heads, the collimator on head 2 was properly released from the head on the top side but the collimator was not properly released from head 1 on the bottom side. It therefore was not properly secured onto the cart. When the cart was moved over a floor plate, the movement caused the collimator to fall and hit the surface of detector head 2. No injuries or other adverse events were reported.